Manufacturer narrative:
Additional information: d9, g3, h3, h6 customer complaint was verified. When unit powered on, basic functions were checked and displayed error code. Additional functions will be verified at test. Error code- valve assembly detected to be in the wrong position. See vendor evaluation.

Event description:
On 09/22/2025, it was reported by a sales representative via (B)(6) that an abs-10060r angel centrifuge deposited prp, ppp and rbc into the rbc bag after spin. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.